Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced event with multiple infusion sets where they mentioned infusion set patch did not fully stick to skin upon insertion with only part of the patch adhering on (B)(6) 2026.